Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: hyperion; stent: renato integrity. Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The difficult to position and remove could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the eccentric, moderately calcified, mildly tortuous, 75% stenosed, de novo, proximal left anterior descending (lad) artery with a lesion length of 23 mm and vessel diameter of 3.5 mm after deployment of a non-abbott stent in the diagonal artery, pre-dilatation was performed for the proximal lad. A 3.5 x 23 mm xience alpine stent delivery system (sds) was advanced but the tip caught with the implanted non-abbott stent. It was noted the guide catheter was deeply engaged in the vessel and it was suspected that the distal edge of the xience alpine stent may have become damaged. The xience alpine sds was removed from the anatomy with some resistance and outside the anatomy the proximal stent struts were found to be flared. Another xience alpine stent was successfully implanted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.